Event description:
The customer reported that the light source was not working during an inspection for use involving an olympus xenon light source. There was no patient injury reported.

Manufacturer narrative:
E1 - initial reporter establishment name : (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.